Event description:
Patient in for well child visit. During this visit, he was scheduled to receive a (B)(6) vaccine. This was given in the right thigh. Following injection of the vaccine, the person administering it went to remove the syringe/needle from the patient and the needle separated from the hub of the syringe. The needle was successfully recovered, no injury to patient, no retained foreign object. Diagnosis or reason for use: (B)(6) vaccination. Is the product compounded: no. Is the product over-the-counter: no.